Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2005, and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #s 2937457-2014-01118, 1225714-2014-04874, and 1225714-2014-04875.